Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right atrial (ra) lead was not successfully implanted. The physician put the lead down the introducer and got caught on the superior vena cava. Moreover, the physician had to insert a lead locking stylet and applied gentle traction to remove the lead. This lead was never in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right atrial (ra) lead was not successfully implanted. The physician put the lead down the introducer and got caught on the superior vena cava. Moreover, the physician had to insert a lead locking stylet and applied gentle traction to remove the lead. This lead was never in service. No adverse patient effects were reported. Additional information indicated that the helix got stuck in the superior vena cava. The lead took ten minutes to be freed from the superior vena cava and was removed. This ra lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.